Manufacturer narrative:
Patient identifier - requested, not provided; age & date of birth - requested, not provided; sex - requested, not provided; weight - requested, not provided; ethnicity - requested, not provided; race - requested, not provided; explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the physician who used the angio-seal device felt that the sheath transition did not feel the same on lot that was being used. It was reported that the patient is doing well. The procedure outcome was a success. Additional information was received on 8/17/2018: the angio-seal device was successfully deployed.

Event description:
Additional information was received on august 20, 2018. The procedure being performed was a peripheral angiogram with intervention. A 6fr procedural sheath was used prior to the angio-seal. A pre-deployment angiogram was not performed. Upon insertion of the dilator into the sheath, the transition in the angio-seal sheath was not smooth. Blood loss was less than 250cc. The patient was in stable condition.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.